Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump had a broken clutch and displayed a "check clutch/plunger lever" error. No injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump found the pump in poor condition, with the top case chipped and cracked. A review of the event history log found a check clutch/lever error in the history. Functional testing of the device involved occlusion tests and verified the reported issue. It was observed that the clutch was over 7 years old and worn from normal use. Based on the evidence, the root cause of the issue was attributed to normal wear of the device.